Manufacturer narrative:
(B)(4). Based on the review of the available info and the current medical and dental literature, the pt's death is unlikely to be related to the use of a cavitron during the pt's dental cleaning appointment. Although infective endocarditis may be of oral genesis (e.g. Food mastication, tooth brushing, scale and root plane, etc.), it is much more likely it reflects the overall health status of the pt and the multifactorial etiology associated with the pathogenesis of infective endocarditis in older adults. While there is no indication that the device malfunctioned in this event, because a death occurred, this event meets the criteria for reportability per 21 cfr part 803. Upon receipt of the medwatch notification we reviewed our ten year compliant history for the practice, (B)(4) clinic, and found no complaints from this practice. Multiple attempts have been made to contact the facility to gather additional info on the units make, model and serial number: to date these attempts have been unsuccessful. Further we reviewed sales history and found no cavitron units or associated consumable products having been sold or donated to this facility by dentsply. Previous research has shown that industry will often refer to all makes and models of electronic scalers as a "cavitron" because of the strong association of the cavitron product with ultrasonic scaling. Based on this we cannot confirm that a cavitron scaler was used during the procedure identified on the medwatch notification.

Event description:
In this event a voluntary medwatch report was received stating "ultrasonic cleaning of teeth with a cavitron caused aortic and mitral valve infective endocarditis with resulting multiple emboli to brain." The report stated that the pt died on (B)(6) 2013 and had dental treatment about two and a half months earlier, on (B)(6) 2013.